Event description:
It was reported during a pulmonary vein isolation procedure the shaft casing became separated on the afocus ii catheter. The physician noticed approx an hr and a half into the procedure the catheter became difficult to handle. The catheter was removed w/o difficulty. While examining the catheter it was noted the catheter was kinked and the outer shaft casing was separated near the distal end. A new afocus ii was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluated this device. When our investigation has been completed a f/u report will be submitted.